Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00154 on 30jun2021. Additional information (02sep2021): the cse found that the aspirate probe 4 tubing and the base pump were defective and were replaced. Siemens concluded that the cause was the malfunction of the aspirate probe and base pump. System was fully operation upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer engineer (cse) was dispatched to the customer site. The cse replaced the aspirate probe 4 tubing and the base probe in the luminometer. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) patient result was obtained on an advia centaur xp instrument. The initial result was reported to physician(s). The same sample was repeated on an alternate adiva centaur xp instrument and a new sample was repeated on the original instrument. It is unknown which of the repeat results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) patient result.